Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a procedure, the physician had difficulty placing the right ventricular (rv) lead. The physician tried four different locations in an attempt to obtain adequate r-waves. The physician felt that there was a problem with the lead. The lead was ultimately placed on the fourth attempt with appropriate readings and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.